Event description:
According to the reporter, during the procedure under local anesthesia, at the time of installing the catheter, there was difficulty in inserting the guidewire at the venous side, and when flushing was done upon passing physiological saline, a small perforation and leak were evidenced on the medial side (aspect) below the hub of the device. There was no occlusion. The guide wire used was not the one included in the kit. The guide wire was not stuck. No excessive force was applied to the product. The guide wire did not separate into two or more pieces. The guide wire was not frayed, coiled, unraveled, etc. There was no dimensioning issue noted. The dimension(s) of the catheter and the guide wire matched what was indicated on the label. No other products were being utilized with the device. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use. No cleaning agent was used on the device. The guidewire was removed. It was not necessary to remove the guide wire along with the catheter. The catheter was changed with the same product ID (identifier) and with the same lot on the same day as remedial action was performed to address the issue, and the procedure was completed. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend the patient's hospitalization. There was no blood loss, and a blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, at the time of installing the catheter, there was difficulty in inserting the guidewire at the venous side, and when flushing was done upon passing physiological saline, a small perforation and leak were evidenced on the medial side (aspect) below the hub of the device. The guide wire used was not the one included in the kit. The guide wire was not stuck. No excessive force was applied to the product. The guide wire did not separate into two or more pieces. The guide wire was not frayed, coiled, unraveled, etc. There was no dimensioning issue noted. The dimension(s) of the catheter and the guide wire matched what was indicated on the label. No other products were being utilized with the device. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use. No cleaning agent was used on the device. The guidewire was removed. It was not necessary to remove the guide wire along with the catheter. The catheter was changed with the same product ID (identifier) as remedial action was performed to address the issue, and the procedure was completed. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend the patient's hospitalization. There was no blood loss, and a blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a leak on the catheter shaft and there was an issue with the extension tube. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.